Manufacturer narrative:
A ge service rep performed an on site investigation. A crash and splash cover switch was evaluated and replaced. The switch had previously been damaged on another service event by the field service engineer. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an x-ray error. Further info was received from the field service engineer that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.